Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net. With episodes of non-sustained right ventricular over-sensing recorded on the implantable cardioverter-defibrillator. The episodes were a result of post-paced t-wave oversensing. No interventions were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that programing changes were made. The patient was asymptomatic.